Event description:
Needle inserted, pt developed hives within minutes. Needle had been aspirated with blood and flushed with saline only.

Manufacturer narrative:
The device has not been returned to the MFR for eval. A chr review showed two other similar product complaint file(s) from this lot. ((B) (4) & (B) (4)).